Event description:
While using the harmonic device the foot plate on the instrument disintegrated and pieces fell into the patient's wound. Pieces were retrieved and removed from the wound. A new hand piece was opened and the case continued.